Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that user requested the virus scan. A field service engineer (fse) attempted to initiate an antivirus scan but noted that the current threat status indicated no action was required. The fse ran essential security against evolving threats (eset) live scan on the stations, and no threats were detected during testing. The system functioned as intended after field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, antivirus scans were required for all medstations due to a malware incident on the server. A malware attack affected the pyxis servers, prompting the customer to disconnect the stations from the network by pulling the network cables. There were no adverse events or injuries reported based on this event.